Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient passed out and fell over hitting his head, skinning his arm and breaking his rib. Pacemaker nurse stated that fall was not due to pacemaker malfunction. The device is still in use. No further patient complications have been reported as a result of this event.